Manufacturer narrative:
Device investigation narrative - evaluation was not possible, as the device has not been returned. Smith & nephew has attempted several times to obtain the device for evaluation however has been unsuccessful. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during shoulder scope procedure the ccu caused long video signal delays. This would cause the screen to go black for several seconds and happened about 6 or 7 times. There was a 5 minute delay experienced. A backup was available and no patient injury/complications reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for long video signal delays. Functional testing was performed and no fault was identified. No manufacturing related defects were observed. No further investigation is required.